Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath, choking, vertigo, weight gain, burning sensation in the eyes, fatigue, comprehension problems and ganglions in the neck. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.